Event description:
During an in-clinic follow-up, noise which resulted to oversensing was detected on the right ventricular (rv) lead. An x-ray was performed and confirmed that the suture sleeves were tied together. Lead damage due to this was suspected but was not confirmed. No known intervention is planned at this time. The patient was stable and will continue to be monitored.